Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device system was explanted due to infection. Patient was fine post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.